Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-35-06 - small extended cage glenoid plate: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical that this patient underwent an initial total shoulder replacement. Subsequently, the patient developed a duodenal bulb ulcer. They then developed emesis and melena that could be related to chronic eliquis. Medication, gerd diet, labs were prescribed and an egd was performed. Construct remains implanted. The outcome is considered resolved. No further information available.